Event description:
The facility's product complaints coordinator reported to baxter (B)(4) that a y-type catheter extension set had leakage at the y-junction. A chemotherapy outpatient was involved. This event occurred during infusion, and the drug being infused was a cytoxic drug. There was no report of patient injury or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.